Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26 due to previous occlusion events. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue by changing the infusion set and cartridge, resuming insulin delivery, and no further assistance was needed from support. Case was closed by technical support.